Event description:
Dr. Had difficulty programming shunt before putting it into pt. He had a difficult time programming it and suspected there may be something wrong with the shunt. He wanted this one checked and not put back on supply shelf in case there is something wrong with it.